Event description:
Additional information explained that when the surgeon conducted a shunt o gram and injected dye into the reservoir he saw that the valve was flowing distally and proximally and believed the device was malfunctioning. As a result, he revised the device. Rep has since explained how the device works. He explained the device is supposed to flow distally, however when injecting dye with pressure it is possible that it might flow proximally, as the reservoir is located before the valve housing.

Manufacturer narrative:
It appears the device has been lost in transit. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device lost in transit.

Manufacturer narrative:
This complaint has been re-opened as the device was located and available for investigation. It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.